Manufacturer narrative:
The suspect device has not been returned for investigation. As a resolution, the customer replaced unit with another component and the issue resolved. Result of investigation: the root cause was determined due to defective micro usb cable connecting the display unit to the main electronics.

Event description:
The customer reported that the end user tried to change the bellavista 1000 unit settings during patient use, but the touch screen is not responding to input. The waveform display was fine, but the device was replaced to other device. Furthermore, there was no patient harm associated with the event.